Manufacturer narrative:
Maude report ((B)(4)) received from the FDA on (B)(4) 2013 stated that inomax dsir was "reading ino 13 ppm when set on 80 ppm". Evaluation summary: the device was returned to the manufacturer for service investigation. Examination of the service log confirmed the occurrence of the low monitored no readings as indicated in the user report, accompanied by a consistent, very low ventilator flow rate reported by the injector module. The log then indicated the occurrence of two consecutive injector module failure alarms and the use of the device was discontinued after the second injector module failure alarm. The low no readings and the alarms can be caused by an injector module cable connection problem or a failure of the injector module. The injector module and injector module cable were not returned with the device, so a new injector module and cable were used to conduct a functional test of the device. During this testing, the device operated according to specifications. Given the observations in the service log and the functional test of the device, the most likely root cause of this incident is either an improper connection of the injector module cable or a failure of the injector module but since the injector module and injector module cable were not returned with the device, the precise root cause could not be determined. Troubleshooting information for an injector module failure alarm is provided in the device labeling and these instructions describe either checking the injector module cable connector for proper fit or replacement of the injector module and/or the injector module cable. These actions are routinely performed in the normal use of the device and replacement components are provided by ikaria but in this case, although the maude report indicates the "the sample line and injector module were changed out." The device log indicates no attempt was made by the rt to troubleshoot the device or replace these components. It should be noted that this MDR is being submitted in response to a voluntary maude report submitted by the hospital, as is ikaria's practice. A medwatch form was not submitted at the time that the event was originally reported to ikaria by the hospital because the initial report indicated that there was no impact to the patient.

Event description:
No set at 80 ppm and reading 13 ppm [device issue]. Case description: on (B)(6) 2013, a maude (manufacturer and user facility device experience) report ((B)(4)) was received from the FDA regarding a medical device complaint involving an inomax dsir "reading ino 13 ppm when set on 80 ppm". On (B)(6) 2013, the risk management department of a hospital in the united states filed a voluntary maude report to the FDA regarding an inomax device (model and serial number not provided) that on (B)(6) 2013 was in use on a patient and set to delivery 80 parts per million (ppm) of inomax, however, the monitored value of inomax was reading only 13 ppm. A low calibration was done twice and a high calibration was done once. The sample line and injector module were also changed. The problem did not resolve and the device was removed from service and "ikaria was called to replace the device on (B)(4) 2013". No medical history or demographics were provided for this patient in the report. The report stated" no harm to patient''. A search of the ikaria safety database revealed no safety reports from this facility during the timeframe indicated on the maude report. A search of the ikaria complaint reporting database revealed a complaint received by ikaria customer care (cc) from this hospital on (B)(4) 2013. The rt advised ikaria technical support that inomax dsir ((B)(4)) was on a patient in the operating room and was set to 80 ppm inomax yet read 13 ppm. Ikaria technical services offered to trouble shoot the device with the customer, but the rt stated that trouble shooting was performed without resolution to the issue. The device was switched out and the new dsir (serial # not provided) "worked ok". The inomax dsir (B)(4) was removed from service and returned to ikaria for service evaluation.